Event description:
The rn involved typically circulates, but on this day was the scrub tech. Consequently the nurse did not see the patient before the surgery. The nurse opened the 6.35 mm crosslink package ahead of time assuming this patient was larger based on the patient's age. During the case, the surgeon decided to use smaller implants (5.5 mm), and the rn began changing out the parts to the other size. The crosslink is the last implant to be used, and the nurse failed to change out the crosslinks by at the end of the case. The dimensions of the 5.5 cross link looks identical to the 6.35 except for the size of the groove, and it fits on the 5.5 rod. The screws were inserted and tightened. After the surgery was complete, the nurse realized the nurse had given the surgeon the wrong sized crosslink. The surgeon did not feel that the screws would fail or that the rods would come out of the grooves. The patient was informed of the situation.